Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary unable to recover drawer. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was unable to recover. A field service engineer found a damaged rail that made it difficult to access medications without issues. Worked with the customer to relocate pockets to other drawers and replaced the affected drawer with a new one. Tested the drawer in diagnostics, and all tests passed. The customer was able to access medications without issue, and all functions tested good. The system functioned as intended after the field service engineer repaired the device.